Event description:
It was reported that the patient changed the batteries, but wasn't getting the stimulation. The patient and wife couldn't get their patient programmer working. The patient changed the batteries, but wasn't getting the stimulation. The device was 8.5v on program 2 with lightning bolt. When the patient tried to increase he was getting a screen with an arrow pointing upward and a line over it. Patient services reviewed that patient had reached the upper limit and it wasn't that the programmer wasn't working it was that patient had reached the higher limit on the program 2. Patient services reviewed that the patient programmer was working as intended. Patient services reviewed that the patient can change to a different program, if he chooses, based on how the hcp (healthcare provider) prescribed it. The patient didn't remember how his hcp prescribed. Regarding what the other settings were, it was noted: program 3 at 6.1v program, 4 at 0.0 and program 1 at 6.35 and then current program 2. At 8.5, the patient was not able to adjust stimulation. It was reviewed that upper limit was reached. Regarding if the patient wanted to change to program 4 or to call hcp and see if he needed to be reprogrammed, it was noted that the patient would rather call hcp to see if he should be reprogrammed. Additional information received noted that patient seen 2013 (B)(6). Patient described his voiding symptoms improved. Nocturia x 1 (it was 4 - 5 x). He also had moderate complaints of incomplete bladder emptying, frequency, intermittency, urgency and weak stream. From 2013 (B)(6) it was reported that 0/1 and 0/2 combos greater than 4000 impedance. C start off, end off; 3 start + end -; 2 start off, end -; 1 start -, end off; and 0 start -, end +.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v752894, implanted: 2011 (B)(6); product type lead (B)(4).